Manufacturer narrative:
Event date: (B)(6) 2018. The customer troubleshot the ventilator and replaced the power supply to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator would not turn on; there was no patient involvement. The event date was not specified; estimate used.